Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. The patient will continue to be closely followed via remote monitoring, and a software update will be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.